Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to a car accident. The customer's insulin pump was removed while in the hospital. Customer has been off the insulin pump for a month or two. Customer would like to have the insulin pump tested. He wants to confirm the device is working properly. Customer was driving; he was not experiencing low/high blood glucose at the time. Customer stated the insulin pump is not damaged. Assisted the customer with rewinding and priming the insulin pump. The insulin pump passed self-test. The customer's blood glucose was unknown. Advised customer to call back if he needs further assistance.